Event description:
Incoming information noted several oor low lvtip to rvcoil lead impedance alerts starting 23-jun-2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).